Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the load was checked via fluoroscopy, tactile and visual methods. A crown overlap was observed up to between the third and fourth nodes. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 mm balloon. It was hand inflated. During the procedure, the valve was deployed to 80%, and under expansion occurred. The valve did not deploy in a circular shape and the patient¿s hemodynamics were not stable. The valve was recaptured and withdrawn from the patient due to an infold. A new valve was used for successful implant. No adverse patient effects were reported.